Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime and system sensor test and excessive no delivery test. No motor error alarm noted during bolus and basal delivery. No excessive no delivery alarm noted during testing. The motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly was noted. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error multiple times. Customer indicated that the reservoir and infusion sets have been changed but the alarms do not clear. Customer also indicated that the drive support cap is sticking out. Customer's blood glucose was over 500 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.